Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease (cad), peripheral vascular disease (pvd), history of coronary artery bypass graft (CABG), and rheumatic heart disease.

Event description:
It was reported a patient with a 19mm 3000 aortic valve implanted five (5) years, one month, was evaluated for valve-in-valve procedure due to aortic stenosis. It was learned patient is not a candidate for viv. Patient has been scheduled for reoperation and likely root replacement. Patient presented with shortness of breath, lightheadedness, and edema.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 19mm 3000 aortic valve implanted five (5) years, one (1) month, is being evaluated for valve-in-valve procedure due to aortic stenosis.